Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, a philips bench technician discovered that the therapy pca was damaged, had a blown capacitor. There was no reported patient or user involvement and no adverse patient / user impact.